Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that prior to use, the balloon catheter packaging was damaged; therefore compromising the sterility of the catheter. The catheter was replaced. There was no patient involvement as the event was not related to a case.